Manufacturer narrative:
Correction: sections h3 and h5.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and helix damage. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and helix damage were confirmed. A complete lead was returned in one piece with the helix found extended, bent, and clogged with blood/tissue. Visual and x-ray examinations found the helix was bent / stretched and the inner coil was over torqued in the connector pin region. The cause of the reported events was isolated to the damaged found on the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures; however, shorting between conduction paths was noted due to the over-torqued inner coil inside the connector region.